Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist exited and relaunched the application, then tested drawer functionality using the "locate" option in setup zones and confirmed the drawer opened successfully with customer verification. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when the user attempted to issue cephalexin 250 mg capsules and remained stuck on the "countback" page. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.